Manufacturer narrative:
One tactisys quartz was received for evaluation. Visual inspection revealed the connectors and switches had no physical damage and all of the mounting hardware was secured. Normal wear and tear was observed on the exterior enclosure. The returned tactisys quartz was powered on and successfully communicated with the tactisoft host computer. Functional testing was performed using the software tool (tacticheck) to verify the internal optical component connectivity, data acquisition and signal processing. The contact force data was displayed on the screen. The functional test results verified the connectivity and measurement of the internal optical fiber optic cables. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the reported event was unable to be confirmed and the device functioned as intended.

Event description:
During the procedure, the tactisys quartz did not recognize the catheters. When another tactisys was connected to the same catheters, the catheters were recognized. The replacement tactisys was in use in another room during the procedure, so the case was continued without the use of contact force. The case was successful but it was believed the issue slowed down the case significantly. Approximately four hours into the case, the other tactisys became available and the procedure was finished with the use of contact force. There were no adverse consequences to the patient.